Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose with a reported peak of 386 mg/dl after changing all ilet infusion supplies, received repeated occlusion alarms that recurred after clearing, and later observed insulin leaking from the bottom of the cartridge upon removal; the infusion set was an inset placed on the abdomen, and components included the inset, cartridge, and connector, with the issue attributed to an occlusion of flow. Symptoms included hyperglycemia and polydipsia, confirmed by glucometer, lasting approximately 15 hours. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related obstruction of flow consistent with an occlusion associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.